Manufacturer narrative:
Two fast-fix 360 curved needle delivery systems were returned for evaluation. Visual assessment of sample (a) showed the actuator is in its post t2 deployment position indicating a complete deployment. The needle is bent on two planes. No suture or ts remain on the insertion needle or were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device did not function as intended due to the bending of the needle. Per the device IFU 10600499 under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Visual assessment of sample (b) showed t1 is free from the insertion needle. The actuator is in its pre t2 deployment position indicating a trigger advancement and deployment of t1. T2 remains in its customary position on the needle. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. T2 deployed as a result of the test. This device was not sent back in the condition of the reported complaint of simultaneous deployment. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the fast-fix 360 curved ndl delivery sys simultaneously deployed. A backup device was readily available. There were no delays or patient injuries reported.